Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged that the bed exit audible did not go off in the room. There were no injuries. The switch was set for an audible.